Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. It was discovered during an upgrade procedure, as the lead exhibited loss of capture (loc) and could not sense atrial intrinsic activity. No additional adverse patient effects were reported.

Event description:
It was reported that this right atrial (ra) lead was explanted due to dislodgement. It was discovered during an upgrade procedure, as the lead exhibited loss of capture (loc) and could not sense atrial intrinsic activity. No additional adverse patient effects were reported. The product is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Inspection of the lead body and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.